Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported nano system blood glucose results, all mg/dl: 240, 103, 98, 136, 197, 136, all within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.